Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor 0m0008zt97w was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in a state 6 (indicating abnormal termination). The sensor was reprogrammed and activated an approved sensor. Removed plug and inspected plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. No further investigation is required.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 415 mg/dl which was higher than she felt. The customer self-injected 4 units of humalog insulin in response to the reading and subsequently experienced severe hypoglycemia with symptoms described as somnolence, dizziness, high pulse, sweating, and weakness. The customer was unable to self-treat due to symptoms and her husband administered a glucagon injection for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 415 mg/dl which was higher than she felt. The customer self-injected 4 units of humalog insulin in response to the reading and subsequently experienced severe hypoglycemia with symptoms described as somnolence, dizziness, high pulse, sweating, and weakness. The customer was unable to self-treat due to symptoms and her husband administered a glucagon injection for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.